Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a perforation was identified in the common carotid artery (cca) at the end of the enroute neuroprotection system (nps) arterial sheath while using the 0.014" enroute interventional wire. The cca was repaired with a suture, and the procedure was completed with no further complications were reported.